Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black particles were found in the bd syringe luer-lok tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "black particles/contamination in the syringe or at the tip of the syringe".

Event description:
It was reported that black particles were found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from german to english: "black particles / contamination in the syringe or at the tip of the syringe"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes d.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: four 5ml syringes in fully sealed blister packs from batch 0137818 (p/n 300912) were received and evaluated. It was observed there was black foreign matter particles on the collar and tip inside the fluid path. The particles appeared to be ink and were larger than level 2 in size, which were rejectable per product specification. The potential root cause for the foreign matter in the fluid path is associated with the printing process. It was likely due to a small amount of ink on the tip guide after printer adjustments were made. No corrective actions are necessary based on the defective rate identified. Batch 0137818 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.